Event description:
As reported to coloplast, though not verified: on or about (B)(6) 2017, patient underwent a surgical procedure to treat her stress urinary incontinence, during which her physician implanted the coloplast supris into the patient. Patient subsequently suffered complications associated with the mesh, including, but not limited to pelvic pain, vaginal pain, abdominal pain, dyspareunia, mesh migration, and exposure, and difficulty with daily activities, which ultimately required surgical intervention and revision of mesh. Patient has suffered and continues to suffer, multiple, severe, and painful personal injuries including, but not limited to, bleeding, recurrent infections, pelvic floor disfunction, pelvis pain, vaginal pain, abdominal pain, abnormal discharge, dyspareunia, urinary urgency problems, scarring, and difficulty with daily activities, which ultimately required surgical intervention and revision of mesh.

Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.